Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the orotracheal tube number 8.0 was found with a leak, a pneumotracheal was inflated. It was indicated that leak persisted and fan with disconnection alarm. The patient was oxygenated with the jackson circuit and the doctor on duty was notified to change the tube. Patient presented 56% saturation, with pneumobadder leak, hypersalivation with gurgling, the ventilator alerts inability to deliver tidal volume. When reviewed orotracheal tube 8.0, the doctor decided to change, the tube was changed and it was verified that the previous tube had a broken pneumatic plug. Left with tube number 8.5 fixed at the corner of the mouth at 28 cm, a mechanical ventilator was connected, saturating 86%.